Manufacturer narrative:
Pump had unresponsive escape button due to moisture damage keypad traces. Pump was returned with torn overlay keypad and missing address/serial label graphic layer. No scroll bar/ramping numbers without button press noted. Pump was unable to prime during prime test due to faulty force sensor system. Pump was. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Pump passed the displacement test. Pump had missing end cap sticker, cracked on reservoir tube lip,scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.\

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 224 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.